Manufacturer narrative:
The previous issues were addressed in MFR# 2916596-2019-05061. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that since last (B)(6) 2019 the patient was supplied with an unshielded patient cable due to driveline fault alarms that occurred on a regular basis. It was reported that in (B)(6) 2020 the patient visited the outpatient clinic and the log files showed one of the phases completely out of range but no situation where the pump couldn't maintain a fixed speed. The patient is served in a nursing home currently and it was stated that the patient called the vad coordinator and described a kind of stumbling in their breast during battery and patient cable support. According to the nursing home low flow alarms also occurred during these situations. The clinic recommended an immediate readmission of the patient but the patient refused and wanted to stay in the nursing home. The patient still appeared non-complaint and will stay out of the hospital. Additional information received on 25may2020 stated that the patient changed their mind and complied with the readmission and there was a cable investigation on (B)(6) 2020. X-rays were taken on the (B)(6) and log files were downloaded on the (B)(6). A decision for external exchange of the percutaneous lead is pending.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on (B)(6) 2013. The evaluation of the returned portion of the driveline confirmed wire damage that could have potentially contributed to a driveline fault condition. However, the evaluation did not confirm an issue that would have contributed to the reported red heart alarms and suspected low speed events. Moreover, review of the submitted log file data did not confirm the reported red heart/low flow alarms or any low speed/pump stoppage events. It was reported that since (B)(6) 2019, the patient was supported by an ungrounded patient cable due to driveline fault events. The patient reportedly visited the outpatient clinic in (B)(6) 2020, at which time log file data was downloaded and showed one of the phases completely out of range; however, the pump maintained operation at the fixed speed. The patient later called the account in (B)(6) 2020 to report syncopal events and described a stumbling in his chest during battery and patient cable support. According to the caregivers at the nursing home, red heart/low flow alarms occurred during these events. Based on this description, it was suspected that the pump was not maintaining operation at the fixed speed at that time due to exacerbated driveline wire damage since (B)(6) 2019. An onsite driveline evaluation was performed by the technical services representative on (B)(6) 2020, who indicated that phase 3 data within the downloaded log files suggested a damaged/broken wire. However, a wire continuity test box was connected and all six wires were found to be intact. No pump stops were induced during interruption of the wires. The hospital declined a pump exchange; however, it was decided to perform a distal end driveline replacement due to the very poor condition of the external driveline. No alarms could be reproduced during the onsite driveline evaluation and the driveline replacement was performed without issue on (B)(6) 2020. The first submitted system controller log file contained data from 23feb2020 ¿ 24mar2020 and showed that beginning the afternoon of (B)(6) 2020, yellow wrench advisories associated with driveline fault events activated and were almost continuously captured throughout the remaining log file data. The second submitted log file contained data from 04may2020 ¿ 22may2020 and showed that continuous yellow wrench advisory/driveline fault events were recorded. The driveline wire electrical continuity data recorded in the submitted log files were graphed and showed that the values of phase 1 were consistently elevated, suggesting a potential wire conductor breakdown issue with the yellow wire. In addition, the values of phase 3 were significantly reduced during the driveline fault events as noted by technical services, suggesting a potential orange wire discontinuity. Despite the active driveline fault condition, both log files appeared to show the pump operating as intended at speeds above the low speed limit with overall stable parameters. Approximately 18.5 inches of the external portion of the driveline was returned for analysis. The replaced driveline segment was returned in poor condition and covered in extensive rescue tape, which is consistent with over 7 years of use. Electrical continuity testing of the driveline segment in its returned condition did not reveal any discontinuities or shorts, even with manipulation of the returned driveline segment. Visual inspection of the underlying bionate layer revealed distortion in a few areas, most notably a twisted area at approximately 7.0-7.5 inches from the metal connector. No penetrative damage to the bionate was noted. Areas of moderate to severe breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with the duration of use. Kinking of the underlying wires was observed at approximately 7.0-7.5 inches from the metal connector. No completely fractured wires or areas of compromised wire insulation were noted. However, a dark area on the insulation of the yellow wire was noted where it was kinked at approximately 7 inches from the metal connector. Microscopic inspection of the wire revealed evidence of inner conductor breakdown in this location. Microscopic inspection of the remainder of the driveline revealed no areas of compromised wire insulation or additional areas of damaged inner conductors. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Electrical continuity testing of the driveline segment following removal of the outer layers did not reveal any wire discontinuities. However, when the exposed metal conductors at the proximal end of the yellow wire were pulled with slight to moderate force, the wire completely fractured at approximately 7 inches from the metal connector, indicating that the majority of the inner conductors had been fractured inside the initially intact insulation in this location. When the exposed metal conductors at the proximal end of the other five wires were pulled with a considerable amount of force, no wire fractures occurred. Although the finding of fractured conductors within the yellow wire insulation is consistent with the elevated phase 1 values within the log file data and could have potentially contributed to the patient¿s history of driveline fault events, it appeared that the driveline fault events captured within the submitted log file data from february-march and (B)(6) 2020 activated due to the significantly reduced phase 3 values, suggesting potential orange wire conductor damage. The returned driveline was connected to the driveline segment extending from a test pump and the pump was allowed to run for several hours. A driveline fault advisory was constantly active due to the fractured yellow wire; however, the pump operated as intended while supported on the remaining five wires. The log file data was downloaded and showed elevated phase 1 values consistent with the yellow wire fracture and driveline fault condition; however, the other two motor phases remained stable within specification. The evaluation of the returned portion of the driveline did not confirm any wire damage in addition to the yellow wire conductor breakdown or an issue that would have contributed to the reported red heart/low flow alarms and suspected low speed events. Although it could not be conclusively determined as the device remains in use, the evaluation findings and reported information suggest that there may be existing driveline wire damage on the proximal side of the driveline replacement site. Heartmate ii lvas IFU section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "caring for the driveline") instructs to check the driveline daily for signs of damage. Counsel patients to inform you immediately if they find signs of driveline damage. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". The user is instructed to check the driveline daily for signs of damage. Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system alarms as well as how to respond to each alarm condition. In multiple sections, the patient handbook warns the user not to pull on or bend the driveline. The technical services representative reported that no alarms occurred following the driveline replacement. The patient remains ongoing on the heartmate ii lvas and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.